Event description:
Event verbatim [preferred term] cutaneous neck burns, second degree superficial, following continuous application of thermacare for 8h to 9h [device use issue], cutaneous neck burns, second degree superficial, following continuous application of thermacare for 8h to 9h [burns second degree], , narrative: this is a spontaneous report received from a contactable physician via swissmedic, the swiss regulatory authority. Regulatory authority report number vk_20170307_07. A 58-year-old female patient started to use thermacare heatwrap (thermacare heatwrap), (device lot # not available), from an unspecified date at an unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced cutaneous neck burns, second degree superficial following continuous application of thermacare for 8h to 9h on 01feb2017. The duration of the adverse event was reported as "approximately one week." The latency of the event (time between administration and occurrence of the event): some hours. It was reported that the event ameliorated after interruption of suspect product. Therapeutic measures taken as a result of cutaneous neck burns, second degree superficial included disinfection, local application of healing cream and simple dressing. The reporting physician assessed this case as serious. The action taken with thermacare heatwrap in response to the event was stopped. The outcome of the event was resolved in feb2017. According to product quality complains, this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 12 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (17may2017): follow-up attempts have been completed and no further information is expected. Follow -up (01may2020): new information received from product quality complains includes: investigation result. No follow-up attempts needed. No further information expected. Amendment: this follow-up report is being submitted to notify us food and drug administration (FDA) that MFR report number and MFR report number 1066015-2020-00113 are duplicate. All subsequent follow-up information will be reported under MFR report number . MFR report number 1066015-2020-00113 is to be considered as deleted. No follow-up attempts needed. No further information expected.

Manufacturer narrative:
This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 12 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Manufacturer narrative:
This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 12 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] cutaneous neck burns, second degree superficial, following continuous application of thermacare for 8h to 9h [device use issue], cutaneous neck burns, second degree superficial, following continuous application of thermacare for 8h to 9h [burns second degree] narrative: this is a spontaneous report received from a contactable physician via swissmedic, the swiss regulatory authority. Regulatory authority report number vk_20170307_07. A 58-year-old female patient started to use thermacare heatwrap (thermacare heatwrap), (device lot # not available), from an unspecified date at an unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced cutaneous neck burns, second degree superficial following continuous application of thermacare for 8h to 9h on (B)(6) 2017. The duration of the adverse event was reported as "approximately one week." The latency of the event (time between administration and occurrence of the event): some hours. It was reported that the event ameliorated after interruption of suspect product. Therapeutic measures taken as a result of cutaneous neck burns, second degree superficial included disinfection, local application of healing cream and simple dressing. The reporting physician assessed this case as serious. The action taken with thermacare heatwrap in response to the event was stopped. The outcome of the event was resolved in (B)(6) 2017. According to product quality complains, this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 12 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (17may2017): follow-up attempts have been completed and no further information is expected. Follow -up (01may2020): new information received from product quality complains includes: investigation result. No follow-up attempts needed. No further information expected.

Event description:
Event verbatim [preferred term] cutaneous neck burns, second degree superficial, following continuous application of thermacare for 8h to 9h [burns second degree], cutaneous neck burns, second degree superficial, following continuous application of thermacare for 8h to 9h [device use issue]. Case narrative: this is a spontaneous report received from a contactable physician via (B)(6). A (B)(6)-years-old female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare heatwrap), from an unspecified date at an unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced cutaneous neck burns, second degree superficial following continuous application of thermacare for 8h to 9h on (B)(6) 2017 with outcome of recovered. The duration of the adverse event was reported as "approximately one week." The latency of the event (time between administration and occurrence of the event): some hours. It was reported that the event ameliorated after interruption of suspect product. Therapeutic measures taken as a result of cutaneous neck burns, second degree superficial included disinfection, local application of healing cream and simple dressing. The reporting physician assessed this case as serious. The action taken with thermacare heatwrap in response to the event was unknown. Additional information has been requested and will be provided as it becomes available.

Event description:
Event verbatim [preferred term] cutaneous neck burns, second degree superficial, following continuous application of thermacare for 8h to 9h [burns second degree] , cutaneous neck burns, second degree superficial, following continuous application of thermacare for 8h to 9h [device use issue]. Case narrative:this is a spontaneous report received from a contactable physician via (B)(6) regulatory authority. Regulatory authority report number (B)(6). A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare heatwrap), (device lot # not available), from an unspecified date at an unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced cutaneous neck burns, second degree superficial following continuous application of thermacare for 8h to 9h on (B)(6) 2017 with outcome of recovered. The duration of the adverse event was reported as "approximately one week." The latency of the event (time between administration and occurrence of the event): some hours. It was reported that the event ameliorated after interruption of suspect product. Therapeutic measures taken as a result of cutaneous neck burns, second degree superficial included disinfection, local application of healing cream and simple dressing. The reporting physician assessed this case as serious. The action taken with thermacare heatwrap in response to the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (17may2017): this follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected.